Event description:
The customer reported receiving intermittent unexpected volume errors and noticed red cell droplets on top of the foil seals. Customer was informed to place the instrument out of use immediately. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and found the probe to be bent and the wash station corroded. A bent probe can lead to a loss of vacuum/pressure in the fluidics system which could results in probe drip. All repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair.